Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn:(B)(4), model: sc-2218-50 serial:(B)(6), batch:7139931 /7143104, product family: scs-lead fixation, upn: (B)(4), model: sc-4316 serial/batch:(B)(6).

Event description:
It was reported that the patient developed infection at the pocket site. The infection was not device nor procedure related. Antibiotics were prescribed. The patient underwent full spinal cord stimulator (scs) system explant procedure. All explanted device components will not be returned.